Event description:
It was reported that during a bowel resection procedure, the surgeon applied the device to the left descending colon to resect. On the first firing a row of incomplete staples lying were lying on top of tissue. The surgeon removed staples, but not all were retrieved. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device retained by account. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.